Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested, found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system showed signs of continuing to emit x-rays when the exposure switch was released (uncommanded x-ray). This malfunction may have resulted in a possible aro (accidental radiation occurrence). There is no report of injury or death associated with this event.